Event description:
The customer reported to baxter healthcare that an unknown quantity of interlink buretrol solution sets were allowing air into the line. It was reported that after successful priming the drip chamber did not remain filled, allowing air into the line during setup. The set was being used with normal saline, on unknown date(s). There is no patient involvement, injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4)./ a sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, as a sample was not returned to baxter for evaluation. Therefore the root cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process.